Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings issue. It was reported that the basal history did not match the corresponding programmed basal rates. It was reported that the user's blood glucose (bg) reading had been around 400 mg/dl and as high as 475 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the pump¿s black box and alarm history showed that the user manually changed the basal program multiple times, which accounts for the discrepancy between the basal history and programmed basal rate. The pump history also showed that a basal program was edited but not saved, and that the pump emitted a warning (eaw174) to this effect. The pump also emitted a warning (eaw244), indicating that the basal programs were manually cleared by the user. During testing, the keypad buttons were found to be appropriately responsive. The pump was exercised for 24 hours with a 1.0u/hr basal rate without issue, which was accurately recorded the basal history and total daily delivery. The original complaint of a history/settings issue was unable to be duplicated. There was no defect found.